Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2016-02752. It was reported the patient ((B)(6)) experienced ineffective stimulation as the system would turn off. The patient underwent surgical intervention on (B)(6) 2016 for revision. Intraoperative system diagnostics revealed high impedances on the extensions. Consequently, the extensions were explanted and replaced which resolved the issue. Reportedly, the patient received effective stimulation postoperatively. Device information is not available at this time.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-02752.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-02752.